Event description:
It was reported that the 4196 lead became dislodged and was being replaced. A 4194 lead was attempted, but not implanted as the original lead provided better function and placement. The original lead was therefore repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).